Event description:
It was reported that the customer had high blood glucose levels. Customer has recently changed his carbohydrate ratio. Cartridge and infusion set have been in use for 5 days. Customer delivered a correction bolus to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.